Event description:
It was reported that in (B)(6) 2003, the patient suffered an injury at work that resulted in severe back pain. On (B)(6) 2004, the patient presented with progressive problems with his back pain and radiculopathy rendering him almost incapacitated with chronic pain and even incontinence of feces and urine. The incontinence has improved to some extent. On (B)(6) 2004, reportedly the patient underwent spinal surgery for l4-5 and l5-s1 internal disk disruption and spinal stenosis. The patient underwent hardware removal at l4-l5 and anterior lumbar interbody fusion using rhbmp-2/acs, local bone graft and centerpulse spinal cage. The patient showed improvement in pre-op symptoms and postoperatively was stable. On (B)(6) 2006- pre-op diagnosis- left sacroiliac joint pain/si joint transition syndrome, history of lumbar fusion. Painful retained hardware on (B)(6) 2006 the patient presented with left sacroiliac joint pain/si joint transition syndrome and history of lumbar fusion. Painful retained hardware. On (B)(6) 2006, the patient presented with pain residing in his back also radiates down his left leg into his foot. He has constant numbness and tingling down his left leg. Patient was diagnosed with lumbar back pain with radiculopathy, ankle pain with swelling on 11/21/2006, the patient underwent left s1, s2, and s3 lateral branch rf. It was reported that doctor preferred not to perform procedure at l4-l5 level because he felt the pain was ¿lower than that.¿ reportedly, the patient underwent revision/correction surgery for painful retained hardware at from l4-s1. The posterior segmental spinal instrumentation from l4-s1 was removed. On (B)(6) 2010, a neurostimulator was placed in the pocket and the incisions were closed with 3-0 and 4-0 vicryl and patient tolerated the procedure well. Reportedly, the patient sustained bone mass injuries after implantation of rhbmp-2/acs.

Manufacturer narrative:
Concomitant products: centerpulse cage, bak cage, ray cage (implant: (B)(6) 2004; explant: (B)(6) 2006). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.